Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that patient's l1 lead was explanted on (B)(6) 2019. Patient complained of pain and cramping associated with the l1 lead, even with stimulation turned off.

Manufacturer narrative:
A patient experiencing pain and cramping was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.